Event description:
It was reported that after a da vinci-assisted distal gastrectomy surgical procedure, the maryland bipolar forceps instrument had a broken conductor wire. The procedure was continuing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument for failure analysis testing. However, as of the date of this report, the investigation has not yet been completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have damage of the conductor wire¿s insulation at the yaw pulley. There were no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation does show damage. Additionally, further inspection found one side of the yaw pulley have several scratches. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.